Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer's insulin pump trainer that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels of 460 mg/dl. The customer stated that prior to the event, she had been under stress. Nothing further was reported.